Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the adhesive around the objective lens is dirty due to a result of mishandling. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "operation manual: 3.2 inspection of the endoscope: inspection of the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
D4: catalog number: potential product codes: (1) 102-n2558s, (2) 102-n25105s. D4: UDI: potential udis: (1) (B)(4), (2) (B)(4). D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Visual inspection on the retention samples were confirmed free from defects that will affect activation of safety sheath such as missing tooth, tooth flash, short shot, flash on the sheath, over or under insertion collar to the hub, sheath-collar fitting, tilted cannula, and damaged parts. The samples were further evaluated for sheath activation and deactivation functional test wherein all samples passed. We received forty-nine (49) complaints from the previous two fiscal years to the present for the same issue where most of the problems are related to usage particularly due to improper activation of the device (not activating on the hard and flat surface in a quick and firm motion). Based on the investigation of individual complaints there was no attributable cause noted related to our product and production process. The retention samples were subjected to simulation. The safety needle was securely tightened to the syringe with a clockwise twisting motion until resistance was felt. The safety sheath was activated with a one-handed technique on a hard and flat surface in a quick and firm motion. An audible click was heard indicating successful safety activation. There was no irregularity encountered during and after activation. The cannula is fully engaged under the lock (sheath tooth). The root cause of the complaint could not be identified to be related to our production or process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lots. A series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problems. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Therefore, we advise to follow the instructions for use (IFU) for the proper usage of the sg2 needle indicated on the unit box in which warnings to prevent needle stick, cautions, and precautions are also included. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, a leak was found on the forceps elevator. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.